Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received critical pump error, insulin pump error and blank display. Customer stated the display was blank less than 30 seconds and then returned. The customer reported that display returned after pump restart. The customer reported that the insulin pump error was displayed before the open book image was displayed on the screen. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device powered up after battery installation. No blank display noted however, the device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 49 alarm due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.